Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had been doing great but then they fell on some ice pretty hard. The patient had tried different programs but it still wasn¿t helping. The patient explained they had been practically pain free until the fall and now they have a fair amount of pain. The patient was directed to follow-up with the healthcare provider and have them contact a manufacturer representative if needed. The indication for use was spinal pain. No device issues reported. On (B)(6) 2019, (B)(4), (con): additional note from patient indicated the implant had not been taking care of their pain, and this had been going on since their fall. No further complications were anticipated/reported.